Event description:
It was reported that during lead revision procedure, the pulse generator was explanted and replaced due to suspected setscrew anomaly. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.